Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v510026, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported there was an ongoing event with the lead but there was no action taken. It was later reported there was slight lateral migration of the lead but no loss of efficacy.

Event description:
Additional information reported the lead was replaced. The event was considered resolved without sequelae.